Event description:
After 10 years of implantation, it was reported that this pacemaker was explanted due to an infection.

Event description:
After 10 years of implantation, it was reported that this pacemaker was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.